Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported during an intraocular lens implant procedure, several cases of coating covering the inner cartridge which came off and flowed in the eye, along with a number of cases where such coating stuck to iol. Sometimes it is not enough to remove the coating, and in such surgery foreign material still remained in the eye. The surgery was completed. Additional information has been requested.

Manufacturer narrative:
The used cartridges were not returned for evaluation. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. A qualified handpiece was indicated. The lens diopter was not provided. It cannot be determined if the lens was in the qualified diopter range. Viscoelastic was not provided. It is unknown if a qualified product was used. No determination can be made without physical evaluation of the complaint sample. Per the IFU: the intra ocular lens (iol) delivery system is for implantation of qualified company foldable iols. No unqualified lenses should be used with the iol delivery system. The company cartridges are qualified for use with compatible company handpieces for the surgical implantation of company qualified foldable iols. Company foldable iols are qualified for use with an company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The use of an unqualified combination may cause damage to the iol and potential complications during the implantation process. The manufacturer internal reference number is: (B)(4).